Manufacturer narrative:
The device was replaced with a new unit to enhance customer satisfaction and will not be returned to use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Ambulance personnel were attending to a pulseless, apneic pt, down for an unknown amount of time. An attempt was made to monitor the pt and allegedly the unit displayed excessive artifact and the pt's rhythm could not be easily discerned. The operator reportedly checked all lead and electrode placement and connections and found no apparent reason for the artifact. Aystole protocol was followed and the pt was transported to the hosp. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause of contribute to the pt's death. This opinion was based on the reporter's assesment of the pt's viability.